Manufacturer narrative:
The correct serial number associated with this case is (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2014 with the following findings: evaluation revealed that the keypad cover is intact. The up and down buttons were intermittently unresponsive. Evaluation revealed that the keypad cover was removed and contamination was found under all contacts. The bolus button cover is intact and hard to push. The bolus button cover was removed and the sludge was found dislodged. Contamination was found on the sludge. The battery compartment is cracked below finger pad. The display is dim/fading/reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.